Event description:
It was reported that patient underwent a surgical procedure to explant his ams dynaflex self contained penile prosthesis (dpp) due to unknown reasons. All components were explanted and a new spectra penile prosthesis (spp) was implanted.

Event description:
It was reported that patient underwent a surgical procedure to explant his ams dynaflex self contained penile prosthesis (dpp) due to unknown reasons. All components were explanted and a new spectra penile prosthesis (spp) was implanted. Additional information was received. Device had loss of fluid.